Event description:
It was reported during a laparoscopic ovarian cystectomy while using the tsw35 the surgeon could not fire the device. The handle labeled number 1 could be closed but the handle labeled number two could not be fired. The case was completed by using electrocautery. There was no consequence to the patient.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, batch number, cartridge pan in place/condition, condition of drivers, lockout tabs on pan condition, position/condition of wedge sleds, na. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, condition of wedge bands, result of attempted firing, good; and is hyper lockout condition present, no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument rpt'd "could not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon rpt'd could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives understand each incident as it occurs in order to continuously improve co's products.